Event description:
The laser system shows "low power" error. After checking the alignment and adjusting the current, the laser was only able to product 98 watts at 120. We are unaware about patient injury.

Manufacturer narrative:
The mirror oc, the rod crystal and the aspherical lens were damaged probably due to high humidity. After the replacement of these components, the laser system restarted to work. We are unaware about patient injury.